Event description:
PICC was being inserted and the tip became tangled on itself. PICC was removed and another was placed. No apparent harm to patient.

Manufacturer narrative:
The complaint was forwarded to our catheter supplier in germany for their evaluation. Their investigation summary is as follows: the returned sample showed a knot in the distal tip. The catheter was still placed inside the peelable cannula. The catheter tip appears to have turned over during placement and probably formed a loop. Then the loop could have tightened while trying to correct the position. When pulling on the catheter tip, the loop could be pulled apart. It can be excluded that this is a product defect. The catheter had successfully been placed through the cannula and probably formed a loop in the vessel due to unknown circumstances. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual inspections and incoming goods inspections are carried out. This is the third complaint for batch 8027354. This is the first complaint related to knot formation on code 4g07125203. Based on the investigation and the first complaint for this type of issue, a manufacturing root cause could not be determined; therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor for this issue.

Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
PICC was being inserted and the tip became tangled on itself. PICC was removed and another was placed. No apparent harm to patient.